Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of approximately 400 mg/dl while using the ilet bionic pancreas with an infusion set, with the user suspecting repeated insertions into scar tissue despite no visible cannula damage and noting improvement to 182 mg/dl after changing supplies and rotating the insertion site. Symptoms included elevated blood glucose. Outcomes included user education on site rotation and shipment of replacement infusion sets, with continued monitoring advised. Investigation included user interview, product use review, and troubleshooting. Investigation of this case revealed no confirmed device malfunction and a probable infusion site issue related to tissue scarring. It was concluded that the event was related to hyperglycemia with cause unclear and that the device function was not contradicted by available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.